Event description:
Customer complaint reported as: the patient required an a-line placement. Per the provider a good pulse was palpated in the left wrist. The area was prepped with chloroprep and lidocaine applied. The left wrist was re-prepped with chloroprep. Ultrasound guidance was used to locate the radial artery and to guide the needle into the artery. The tip of the needle was guided into the artery and good blood return/continuous flash was noted in the arrow unit. The guidewire was threaded without resistance. The catheter initially threaded without resistance, but about 50-70% through threading resistance was met and the threading was stopped. As the arrow unit was starting to be withdrawn it was noted that the catheter was not intact/distal portion was retained in patient. It was noted that the guidewire was curved at the end. A pulse oximeter was placed on the left hand and was reassuring. Vascular surgery was consulted for the retained piece of catheter. Vascular surgery completed an ultrasound and found the retained catheter to be in the subcutaneous tissues. Vascular surgery met with patient and upon recommendation from vascular surgery, patient opted to not remove the retained catheter. This report captures the curved guidewire.

Manufacturer narrative:
(B)(4). Associated MDR#s 9680794-2023-00071.

Manufacturer narrative:
(B)(4). Associated MDR#s 9680794-2023-00071 and 9680794-2023-00113. The customer returned one opened ra kit for analysis. The catheterization device will be analyzed as part of this complaint investigation. Signs of use in the form of biological material were observed. Visual analysis revealed that the guide wire became kinked within the advancer tubing. The kinking resulted in the guide wire to protrude from the slit in the tubing. It was observed that the guide wire was firmly lodged within the needle cannula which prevented the guide wire from being retracted out of the cannula. Significant force was required to remove the guide wire from the needle. Once free, microscopic examination confirmed the bending. An offset was observed at the bending. This in combination of dried biological material prevented the guide wire from passing. The catheter body also appeared to be separated. To accurately measure the guide wire and the needle cannula, the guide wire tubing was intentionally severed so that the guide wire could be dislodged and removed. The total kinking/bending on the guide wire measured 3mm-22mm from the distal weld. The location of the offset measured 3mm from the distal weld. The guide wire length from the handle to the distal tip measured 5 1/8", which is within the specification limits of 5 1/32"-5 7/32" per the guide wire with handle product drawing. The guide wire outer diameter measured 0.440mm, which is within the specification limits of 0.432mm-0.457mm per the guide wire product drawing. The cannula diameter measured 0.0280", which is within the specification limits of 0.0280"-0.0285" per the cannula product drawing. The cannula inner diameter at the distal and proximal ends measured 0.0200", which is within the specification limits of 0.0190"-0.0205" per the cannula product drawing. After removal of the damaged guide wire, the needle cannula was cleared of dried biomaterial. Subsequently , a lab inventory 0.018" guide wire was able to advance through the cleared cannula with minimal resistance. Performed per IFU statement, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle". A manual tug test confirmed that the distal and proximal welds were secure and intact. Manufacturing was contacted as part of this complaint investigation. They confirmed that this defect likely occurred during manufacturing. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not advance guidewire unless there is free blood flashback in needle hub". The IFU also states, "if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture". The report of a kinked guide wire due to needle resistance was confirmed through complaint investigation. Visual analysis revealed that the guide wire was severely kinked/bent and was protruding from the slit in the guide wire tubing. Despite the damage, the guide wire met all relevant dimensional requirements, and a device history record review did not reveal any findings. Based on the customer report, the sample received , and the comments from manufacturing, the root cause for this issue is likely manufacturing related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint reported as: the patient required an a-line placement. Per the provider a good pulse was palpated in the left wrist. The area was prepped with chloroprep and lidocaine applied. The left wrist was re-prepped with chloroprep. Ultrasound guidance was used to locate the radial artery and to guide the needle into the artery. The tip of the needle was guided into the artery and good blood return/continuous flash was noted in the arrow unit. The guidewire was threaded without resistance. The catheter initially threaded without resistance, but about 50-70% through threading resistance was met and the threading was stopped. As the arrow unit was starting to be withdrawn it was noted that the catheter was not intact/distal portion was retained in patient. It was noted that the guidewire was curved at the end. A pulse oximeter was placed on the left hand and was reassuring. Vascular surgery was consulted for the retained piece of catheter. Vascular surgery completed an ultrasound and found the retained catheter to be in the subcutaneous tissues. Vascular surgery met with patient and upon recommendation from vascular surgery, patient opted to not remove the retained catheter. This report captures the curved guidewire.